Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal and air in line sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump was broken prior to infusion. During physical inspection, it was found that there was a damaged air detector, and the downstream occlusion sensor was not reading the values correctly. There was no patient involvement, no patient injury was reported.